Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An abnormal x-ray showing stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. Since the stent fracture was not noted at the time of stent implant, this suggests that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records initiated against this finished good lot. A query of the complaint-handling database found no similar incidents of stent fracture reported for this lot. There is no indication of a lot specific product quality issue. All stents are subjected to a 100% visual inspection for damage and breaks. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the patient was found to have a proximal, grade 4, transverse stent fracture approximately three years after the implantation of the xact stent in the calcified right internal carotid artery. There were no adverse patient effects reported. There was no reported intervention. There was no additional information provided.